Manufacturer narrative:
The device was received for evaluation and repair. Analysis of the device confirmed the complaint and determined that the motor had seized due to a corrosion. The motor was replaced and the device was repaired to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device has yet to be returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a handpiece being used for placement of lumbar screws. It was reported that the handpiece vibrated while plugged into the integrated power console (ipc) and was making a humming sound. It was noted that the post-operative diagnosis for the procedure was lumbar fusion revision extension. There were no patient symptoms or complications as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a rep. It was reported that the patient information was not available from the ho spital and the case was completed through manual screw insertion. Additional information was received from a hcp. The hcp reported that the handpiece was running rough and vibrated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.